Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as the lv is too tight and pt claimed the clasp is digging into their skin causing pain and soreness. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage under clasp for the skin irritation. Follow up indicated that the skin irritation improved.